Event description:
Japan alliance registry: it was reported that restenosis occurred. On (B)(6) 2023, an agent dcb mr 2.75 x 30mm was selected for treatment of the target lesion located in the left circumflex artery (lcx). There were no issues during the procedure. Following this, during a follow up on (B)(6) 2024, severe stenosis with unstable plaque was noted in the lcx. The patient was treated on (B)(6) 2024, and there have been no further patient complications to date.